Manufacturer narrative:
The pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: moisture was observed under the display lens. The battery compartment was cracked from the threads to the case seal left of the grip pad, with a leak. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and there was moisture in the display. This report is made based on results of investigation completed on 08-mar-2018.